Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure on an unknown date. According to the complainant, during the procedure, the clip locked onto the tissue and successfully released from the catheter. Reportedly, two pieces of metal came off, the yoke and ball weld, and the physician used forceps to remove one of the pieces. The end of the clip catheter was noted to be pretty jagged when pulled out following clip deployment. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 2949 captures the reportable event of post deployed end sharp. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: event date, event description and initial reporter title, initial reporter first and last name, initial reporter phone and initial reporter occupation.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure on an unknown date. According to the complainant, during the procedure, the clip locked onto the tissue and successfully released from the catheter. Reportedly, two pieces of metal came off, the yoke and ball weld, and the physician used forceps to remove one of the pieces. The end of the clip catheter was noted to be pretty jagged when pulled out following clip deployment. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on june 04, 2019. It was reported that the procedure was performed on (B)(6), 2019.